Manufacturer narrative:
Update to block b5, d6b, h6 and h11 additional suspect medical device components involved in the event brand name: null upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: (B)(6). Brand name: linear 3-4 upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced pain around the spinal cord stimulation (scs) implantable pulse generator (ipg) site, and at the left buttock that would shoot down the left leg. In addition, the patient experienced difficulty connecting the ipg to a remote control and clinician programmer. X-ray imaging and a bone scan were performed, however no abnormalities were detected. The patient underwent a revision procedure in which the ipg was relocated from the left flank to the abdomen, and two lead extensions were implanted. No devices were explanted. The patient is recovering as expected. Additional information was received that the ipg site pain has not resolved despite the ipg reposition procedure. In addition, the scs system is not appearing to help the patients sacroiliac (si) joint pain. The patient underwent an explant of the entire system. The explanted devices will not be returned as they were discarded at the hospital. The patient is recovering as expected. It was noted that the patient is no longer experiencing difficulty connecting the ipg to a remote control and clinician programmer.

Event description:
It was reported that the patient experienced pain around the spinal cord stimulation (scs) implantable pulse generator (ipg) site, and at the left buttock that would shoot down the left leg. In addition, the patient experienced difficulty connecting the ipg to a remote control and clinician programmer. X-ray imaging and a bone scan were performed, however no abnormalities were detected. The patient underwent a revision procedure in which the ipg was relocated from the left flank to the abdomen, and two lead extensions were implanted. No devices were explanted. The patient is recovering as expected.